Event description:
Defective product, when dr. (B)(6) went to deploy the graft, a piece of the graft was stuck inside the tip of the delivery device. Physician email to me: "thanks (B)(6), you know I had trouble with the apex release grip - it wouldn't click in place which is why I think the proximal release didn't release." Patient outcome - "patient is deceased." Terumo aortic quality, r&d, regulatory, and sales representatives held a meeting with physician on (B)(6), 2022. The physician stated that the patient died from heart function and the patient's death was not related to the relay nbs pro device.

Event description:
Defective product, when dr. (B)(6) went to deploy the graft, a piece of the graft was stuck inside the tip of the delivery device. Physician email to me: "thanks (B)(6), you know I had trouble with the apex release grip it wouldn't click in place which is why I think the proximal release didn't release." Patient outcome - "patient is deceased." Terumo aortic quality, r&d, regulatory, and sales representatives held a meeting with physician on december 15, 2022. The physician stated that the patient died from heart function and the patient's death was not related to the relay nbs pro device.